Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the disposable loading unit broke. The surgeon used another instrument to complete the procedure. No pt injury reported.